Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and flush drive support disk and a cracked end cap. The insulin pump was received with a cracked reservoir tube lip, a scratched case, cracked battery tube threads, a scratched reservoir tube window, a stained end cap sticker, and minor scratches on the display window.

Event description:
The customer's grandmother reported that the customer's insulin pump alarmed motor error. Customer stated that the drive support cap was outside the insulin pump but customer pushed it back. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.